Manufacturer narrative:
The device used in treatment. One 13.5f guidestar steerable introducer sheath was received back from the customer without the dilator. Upon receipt of the sheath, the pullwire was no longer protruding out of the sheath shaft, but there was a hole approximately 4.5cm from the distal tip where the pullwire had exited the sheath shaft.there were no other accessories. Traces of blood were found on and inside the sheath. Upon evaluation of the returned product, it was found that the sheath would not deflect when the deflection collar was rotated. The sheath was examined under x-ray and the anchor ring assembly was intact. The hypotube/crimp assembly looked normal. The x-ray revealed a pullwire break approximately 5cm from the distal tip. There was a kink in the sheath shaft approximately 4.5cm from the distal tip. There is a hole where the pullwire exited the sheath shaft located approximately 4.5cm from the distal tip. The distal tip of the sheath looked very slightly deformed and the hemostatic valve looked normal. According to the event description summary, there was a lot of resistance pulling the balloon back inside the sheath after the procedure and the pullwire was protruding out of the sheath shaft after removal from the heart. Upon receipt of the sheath, the pullwire was no longer protruding out of the sheath shaft, but there was a hole approximately 4.5cm from the distal tip where the pullwire had exited the sheath shaft. The break in the pullwire that exited the sheath shaft and deformed sheath tip most likely happened due to the force it took while trying to retract the balloon or ancillary device. The force it took to retract the balloon could have oriented the pullwire in such a way as to force the wire to protrude out of the sheath shaft. Returned device analysis revealed the sheath is within manufacturing specifications. The break in the pullwire that exited the sheath shaft and deformed sheath tip most likely happened while trying to retract the balloon back into the sheath. According to the DHR, the introducer sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and mechanical testing. No manufacturing defects were found. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure destino steerable guiding sheath in-process and final inspection: inspect for rejectable surface defects (dents, bumps, scratches, gouges). If the scratch is purely cosmetic and it cannot be felt when running a gloved hand over it (material is not removed), the product is acceptable. This inspection is performed 100%. Tipping inspection, this step to be performed 100%: using 10x microscope, visually inspect the surface of the distal tip both inside and the outside. Use appropriate pin gauge to measure ID of shaft, dim "c", according to drawing. The pin gauge should be inserted at distal tip of shaft. Deflection test: perform deflection test according to procedure. The deflection test is performed by manufacturing personnel at 100% and inspected by quality assurance personnel through aql as established. Using the deflection inspection fixture, verify the centerline of the sheath meets the applicable deflection criteria. Before to starting to deflect the unit please ensure that the distal tip of the sheath is aligned with the distal engraved line of the template. For unidirectional models, verify the deflection knob is set to 0. Place the deflection section of the device on the applicable template as shown in figures below and deflect the device until the curve falls within the applicable deflection template. Verify the device can deflect to 170° (nominal 180° - 10°) on half the template. For destino twist models (uni-directional), reject the unit as "open deflection" if the center line of the of the device deflection angle fails reach of 170° (nominal 180° - 10°) in one direction. Per IFU: preparing steerable sheath for insertion: verify deflecting and straightening of the distal section of the steerable sheath using the handle of the sheath. Refer to deflecting and straightening the steerable sheath" for instructions. General use of the steerable sheath. Do not force the steerable sheath assembly if significant resistance is encountered during the insertion or passage. If resistance is encountered, determine the cause and correct before continuing the procedure. Deflecting and straightening the steerable sheath: twist the deflection collar slowly and carefully to deflect the distal tip. Caution: the sheath will deflect at the speed which the deflection collar is turned. Avoid rapid deflection that may cause vessel damage. When the desired deflection point or site access is achieved, stop turning the deflection collar. Caution: to ensure retention of the desired deflection position(s), avoid contact with the deflection collar that may cause the sheath to change deflection shape. Caution: when in the deflected position, the steerable guiding sheath should not be rotated while encountering resistance since that could severely damage the vessel, heart chamber, or anatomy of the patient. Handling: avoid subjecting the device to unusual stresses. Handle the steerable sheath with care at all times. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that during atrial fibrillation procedure, broken wire sticking out of the sheaths side, about ~3cm from distal end. The wire was sticking out during removing the sheath from the heart. Retracting the balloon in the sheath after the procedure was not completely possible. Very much resistance to bring the balloon back inside. Balloon was deflated (irrigation rate 5ml) and stretched. Sheath was not deflected. Retracting the sheath was only with extracted balloon possible. There was no patient side effects reported. Procedure completed with guidestar steerable guiding sheath. No additional information is available.